Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; no requests were made due to the lack of any patient identifier. As such, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to the use of strata material. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent in (B)(6) 2014. Approximately one (1) year post initial procedure, the patient presented with abdominal and back pain; cta scan confirmed a ruptured aaa with a type iiib endoleak. The patient was emergently transferred to the operating room where the physician relined with a second endograft; post-operative imaging confirmed successful endoleak repair. In addition, while the patient required four (4) units of packed red blood cells for transfusion and experienced a prolonged hospital stay, they reportedly recovered well. There have been no additional patient sequelae reported. This reported event was discovered during a publication review where the patient information is anonymous and specific device information for this patient is not provided.